Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had multiple cubie not detected on the bus and read/write errors due to cable issues. The field service engineer resolved the issue by reseated all row board cable connectors for drawer 1. The system functioned as intended after the field service engineer troubleshooted the device.